Manufacturer narrative:
Combination product: yes.

Event description:
Rv sensing amplitude minimum reported below 2mv. Far field signal was slightly noisy in hmsc recordings. Recommended evaluating lead in person. Device remains implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.